Manufacturer narrative:
Product ID: (B)(4), serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Additional review indicated that the patient had an 8709n that was actually disconnected at the time of revision. The health care provider wasn¿t able to access the catheter that was in currently, so they ended up placing a new 8709. However, when the health care provider tried to remove the guide wire, they accidently shredded the end of the catheter.

Event description:
It was reported that there was a volume discrepancy, pump was replaced and the catheter was revised. There was a volume discrepancy discovered by the healthcare provider when the expected residual volume was 3.5 ml, and the hcp aspirated 0 ml for the actual residual volume. The reporter stated that the catheter was confirmed as being dislodged. There were no pump alarms. Pump and catheter were replaced on (B)(6) 2012. There were no patient symptoms reported, and the patient outcome was not provided. The medication in the pump was dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).